Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Based on the complaint data and this investigation, the most likely cause of the total bilirubin patient results issue is bubbles in the reagent. The analysis by customer service shows bubbles and interference with the liquid level detection system. Ticket and trending review did not identify any trends for the likely cause. Device history record review did not identify any non-conformances or deviations related to the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the total bilirubin reagent lot 59669uq04 was identified. Use error may have contributed to the customer¿s issue as bubbles in the reagent are specifically cautioned against in the assay package insert. In addition, the package insert provides instructions not to mix this reagent due to its propensity to generate bubbles due to required surfactants in the formulation. Patient identifier: (B)(6). Phone number: (B)(6).

Event description:
The customer observed a falsely elevated total bilirubin result generated on an architect c16000 processing module for one patient. Sid (B)(6) initial result = 326.8 umol/l (result was released from lab). The patient was redrawn, sid (B)(6) result = 6 umol/l. The lab repeated the original sample, sid (B)(6). The repeat result = 16 umol/l. Additionally, the customer had a qc flier during the morning. Qc run: qc l2range 41.770-47.50, result 189.50. All other qc levels were in range. The qc was repeated and was in range, 43.60. As part of troubleshooting, the logs were reviewed and found three aspiration that were indicative of bubbles, two caused exceptions and the third was the flier. There was no impact to patient management reported.